Event description:
The accusol bag split on the left side of the upper seam. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s., and does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were received and evaluated on an unknown date. This report of a split on the left side of the upper seam was confirmed. A review of the batch file was found to be acceptable. Based on the information obtained from baxter's investigation, the root cause of the report was handling related. A third filling machine with an upgraded sealing process was validated for this product and introduced in (B)(4) 2010. The upgraded sealing process was completed in (B)(4) 2010. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required